Event description:
At implant attempt, there was an inability to reach the programmed energy; therefore, no therapy was delivered. Eol (end of life) message appeared, and device heated up. There was no patient injury reported as a result of this incident.